Manufacturer narrative:
No blank display noted. Pump passed the displacement. Audio options failed volume 1-5 same level. Pump error alarm during self-test. Also, hardware low level failure alarm is confirmed in the pump history file due to an electronic defective. Unit was monitored 24 hours. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was hot and had a blank display. Customer changed the battery and display returned, customer performed a self test and insulin pump showed pump error. Customer was able to clear the alarm and was able to complete rewind test and displacement test. Customer did self test again but self test failed. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.